Manufacturer narrative:
The technician found the brake mechanism assembly is broken. The technician replaced the brake mechanism assembly to resolve the issue.

Event description:
The technician alleged the brakes are not holding in brake mode. No patient impact.